Event description:
A caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue reappears.